Event description:
It was reported the patient had not been getting stimulation in the desired location since a month after it was implanted. Impedance checks indicated several of the electrodes were high, not functioning and off. After multiple reprogramming sessions, the hcp elected to perform a revision. During the revision, the extensions were connected to a snap lid connector. Impedance test showed within normal limits. The electrodes were reconnected to the existing battery and impedance readings were high as previously reported. The battery was replaced. The patient was receiving stimulation in the desired areas when tested in post-op. The patient recovered without sequela.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.